Manufacturer narrative:
The account replaced the open bed exit tape switches to repair the bed.

Event description:
The account alleged with no one in the bed he can turn the bed exit system on and the led for the bed exit will illuminate but the alarm will not sound after the second delay. The account stated when he unplugs the tape switches from the bed, the alarm will then sound.